Event description:
It was reported the device is presented with a speaker malfunction error message and no sound is coming from the device. The device was not in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
The device was returned for bench repair and analysis was performed at the philips authorized service provider. The results of the analysis were that the device speaker was defective and needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the defective speaker assembly and the product is back in service and was returned to the customer.